Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated the buttons got stuck and she pressed it. The customer's blood glucose was 577mg/dl; treated with shots.

Manufacturer narrative:
The insulin pump received with no button response due to flattened down keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to performed functional test due to keypad anomaly.